Event description:
(B)(6) - the dealer reported that the (B)(6) scooter battery indicator would show full charge when the battery was low charged. There was no injury reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6)-2012- (B)(6) - the dealer reported that the leo-4b scooter battery indicator would show full charge when the battery was low charged. There was no injury reported.